Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and faded. The reporter also stated that the screen was difficult to read in bright light; this issue was first noticed by the reporter approximately 1 month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were worn. Evaluation revealed that the up and contrast buttons were intermittently unresponsive and the down and ok buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was faded and pink. The battery compartment was cracked from the threads to the case seal. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.